Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited high pressure alarm that continues to alarm intermittently. Per reporter, the alarm was not resolved with port pressure. Per reporter, there were no kinks in the tubing or clamps being closed. No adverse patient effects were reported. Per reporter no additional information is available at this time.